Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #14 lost integration and was removed due to significant bone loss and periimplantitis.

Manufacturer narrative:
This report is being submitted to relay corrected information for the initial report 0002023141-2023-00247. Correction: patient ID was entered incorrectly on the product experience report, as mm is the doctor. The patient ID is being updated to from (B)(6) to (B)(6). The following sections are being reported: a1: patient identifier was updated to (B)(6). B4: date of this report was updated g3: date received by manufacturer was updated g6: type of report was updated h2: type of follow up was updated h10: additional narrative/data was updated.

Event description:
No additional event information received at the time of this report.